Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The insulin pump was received pump error due to connector resistance issue.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 98 mg/dl. The customer was able to successfully clear the alarm. The customer previously called to report power error detected. Power error detected recurred within a week of troubleshoot previous occurrence. The customer was advised the insulin pump will need to be replaced and customer refer to back up plan. The insulin pump will be returned for analysis.